Manufacturer narrative:
Reporter phone #/reporting institution phone #: (B)(6).

Event description:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator, indicating that the device exhibited a pacing failure. The brt evaluated the device and determined that the therapy cable was aged and needed to be replaced. The brt replaced the therapy cable, performed the operational check, which passed, and calibrated the non-invasive blood pressure (nibp) pump. The device passed all functional testing and was returned to the customer. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective therapy cable. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The therapy cable was replaced to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.